Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Patient described the reaction as itchy with bumps and irritation. Patient stated that they had been using dexcom for approximately 6 years and began experiencing skin reactions after about a year of usage. Patient's skin begins itching at the sensor placement site after a couple of days and stated that itch site will then become more irritated. The patient indicated that their skin presents with "welts and scars" and that skin will typically take approximately 2-3 weeks to heal due to scabs from scratching the skin. Affected area is treated with over-the-counter cortisone cream. The patient further reported that they have a history of itching at the placement site of their insulin pump. Additional event or patient information is not available. No product or data was provided for evaluation. The reported skin reaction was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Patient stated that when they removed the sensor, they saw a dark brown spot that did not go away. The affected area was treated with over-the-counter cortisone cream. Additionally, patient provided further information regarding their history of skin reactions. Patient stated that they had been using dexcom for approximately 6 years and began experiencing skin reactions after about a year of usage. Patient's skin begins itching at the sensor placement site after a couple of days and stated that itch site will then become more irritated. The patient indicated that their skin presents with "welts and scars" and that skin will typically take approximately 2-3 weeks to heal due to scabs from scratching the skin. The patient further reported that they have a history of itching at the placement site of their insulin pump. Additional event or patient information is not available. No product or data was provided for evaluation. The reported skin reaction was not confirmed. A root cause could not be determined.